Event description:
At removal of the system, x-ray showed the tip of the catheter was in the heart. The catheter was confirmed broken in the superior vena cava not at the pinch-off area. The cather was inserted through the right subclavian vein. Indwelling period is about 2 years. The administered medicine contains soybean oil, egg yolk lecithin, and concentrated glycerin as additives. The customer wants to know why the catheter was broken at such a strage point.